Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she was changing the insulin pump and forgot to get the air out. Customer stated that she had to redo the set because she didn't prime and now she gets a no delivery alarm. Customer's blood glucose is over 400 mg/dl. Customer stated that the alarm just occurred and it occurred during manual prime. Customer stated that the no delivery alarm is recurring and the issue has not been resolved. Troubleshooting was performed and customer stated that the insulin did exit the tubing. Customer was advised to insert the reservoir into the pump and run a manual prime. Customer stated that the pump did not alarm no delivery. Customer was advised that the pump will need to be replaced. Customer was advised to revert to a back-up plan. Customer later called back and reported that she thinks the issue was her fault because she had connected herself to the pump and realized that she forgot to fill the tubing.